Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h6, and h11. Complaint conclusion: during use of 6f-7f mynxgrip vascular closure device (vcd), there was a problem with the sealant, so hemostasis was not done properly. There was no reported patient injury. The device was stored per labelling and opened in sterile field. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of 6f-7f mynxgrip vascular closure device (vcd), there was a problem with the sealant, so hemostasis was not done properly. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was not returned for analysis.